Event description:
In 2008, the sales rep reported that during surgery the closure top was ill fitting and caused the screw top to splay upon tightening. The surgeon removed the closure top and placed a different one on and the second closure top worked as indicated.

Manufacturer narrative:
Requests have been made for the return of the product. Eval is pending upon return of the product. Note: a report or other info submitted by a reporting entity under this part, and any release by FDA of that report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of info constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.